Event description:
Pain in both knees/right and left knee pain/5/10 sore persistent non-radiating pain in both knees/pain has worsened [arthralgia aggravated], right knee stiffness [joint stiffness], insomnia [insomnia], obstructive sleep apnea syndrome [obstructive sleep apnea syndrome], tricompartmental degenerative changes bilaterally most pronounced in the patellofemoral and medial tibiofemoral compartments [degenerative joint disease], joint effusion in right knee [joint effusion]. Case narrative: based on additional information received, case which was initially assessed as non-serious, now updated to serious due to event pain in both knees/right and left knee pain/5/10 sore persistent non-radiating pain in both knees/pains has worsened and right knee stiffness (seriousness criteria: intervention required) and became medically confirmed. Initial information received on 10-feb-2016 regarding a solicited valid serious case received from a patient, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states. Study title: sanofi patient connection. This case concerns a (B)(6) year old female patient who developed pain in both knees/right and left knee pain/5/10 sore persistent non-radiating pain in both knees/pains has worsened, right knee stiffness, insomnia, obstructive sleep apnea syndrome, joint effusion in right knee and tricompartmental degenerative changes bilaterally most pronounced in the patellofemoral and medial tibiofemoral compartments (latency unknown) while receiving treatment with synvisc. The patient was having pain before she had the injection of synvisc and her medical history included, thyroid surgery with removal of thyroid, tubal ligation, allergies (allergic rhinitis) with wheezing from allergies, anxiety and depression, arthritis, diabetes (type 2), gerd reflux, hyperlipidemia, hypertension, hypothyroidism, obesity ((B)(6) 2017), osteoarthritis of both knees, occasional alcohol intake use, current smoker (since age of 20 and years of use: 36 with tobacco dependence syndrome) and obesity on (B)(6) 2017 with morbid obesity. Patients family history included diabetes mellitus and hypertensive disorder (mother). The patient's past vaccination(s) included diphtheria, tetanus and pertussis vaccine, influenza vaccine and pneumococcal vaccine. Concomitant medications included alprazolam (alprazolam); amlodipine (amlodipine); amoxicillin trihydrate, clavulanate potassium (amoxicillin & clav. Potassium); acetylsalicylic acid (aspirin 81); atorvastatine (atorvastatin); azelastine (azelastine); varenicline tartrate (chantix); chlorthalidone (chlorthalidone); diclofenac (diclofenac); fexofenadine (fexofenadine) (for allergy); fluticasone propionate (fluticasone propionate); ibuprofen (ibu); levothyroxine (levothyroxine); lisinopril (lisinopril); metaxalone (metaxalone) (for spasm); metformin (metformin); methylprednisolone (methylprednisolone); pantoprazole (pantoprazole); and tizanidine (tizanidine). On (B)(6) 2018, the patient- initiated treatment with intra-articular synvisc injection (dose, indication, batch/ lot number and expiration date: not provided) in right knee. Patient got about a years worth of relief but on an unknown date, after unknown latency, a couple of weeks ago, she started having 5/10 sore, persistent, non- radiating pain in both the knee (intervention required). She has tried nsaids but the pain had worsened. She had associated stiffness and stated that pain was worse after ambulating and being on her feet all day. On an unknown date, joint effusion was done bilaterally and also patient had tricompartmental degenerative changes bilaterally most pronounced in the patellofemoral and medial tibiofemoral compartment. She denied any knee trauma, numbness, weakness, skin color changes and fevers. As of (B)(6) 2020, normal gait, ambulates with no assistive devices. Sher denied muscle pain, joint swelling, weight loss, and gain, tired feeling, blurred vision, eye pain, nasal congestion, wheezing, shortness of breath, chest pain, nausea, rashes, numbness, vomiting, painful and frequent urination. Cardiovascular system showed, arterial pulse right, dorsalis pedia normal and no edema. Right knee showed no deformity, induration, warmth, erythema, normal pronation, no tenderness of tendon, active and passive range of motion of right knee was normal, (flexion, extension medial and lateral rotation normal) with no pain with motion. Skin test showed; right lower extremity and left lower extremity normal. Sensation on the right and left in neurology test revealed as normal. On (B)(6) 2020, after discussion of risks and benefits, patient was injected with cortisone injection in both the knees. The skin was sterilized with alcohol. Topical anesthesia was achieved with ethyl chloride. A 26-gauze needle was inserted into each joint via lateral approach and injected with 40 mg of kenalog injection without complication and a bandage was applied. The patient tolerated the procedure well and was instructed to avoid strenuous activity for the next 24-48 hours and to use ice, nsaids or tylenol for pain as needed. Action taken: unknown for all events. Corrective treatment: nsaids and kenalog injection for pain in both knees/right and left knee pain/5/10 sore persistent non-radiating pain in both knees/pains has worsened and right knee stiffness; not reported for rest events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: unknown (unassessable) for pain in both knees/right and left knee pain/5/10 sore persistent non-radiating pain in both knees/pains has worsened; not reported for rest events. Company causality: not reportable for all events. Additional information was received on 02-mar-2016. Global ptc number and results were added. Text was amended accordingly. Additional information received on 09-jan-2020 from physician. Medical history of thyroid surgery with removal of thyroid, tubal ligation, allergies (allergic rhinitis) with wheezing from allergies, anxiety and depression, arthritis, diabetes (type 2), gerd reflux, hyperlipidemia, hypertension, hypothyroidism, obesity ((B)(6) 2017), osteoarthritis of both knees, occasional alcohol intake use, current smoker (since age of 20 and years of use: 36 with tobacco dependence syndrome) and obesity on (B)(6) 2017 with morbid obesity, family history included diabetes mellitus and hypertensive disorder (mother) added. The patient's past vaccination diphtheria, tetanus and pertussis vaccine, influenza vaccine and pneumococcal vaccine added. Concomitant medications of alprazolam (alprazolam); amlodipine (amlodipine); amoxicillin trihydrate, clavulanate potassium (amoxicillin & clav. Potassium); acetylsalicylic acid (aspirin 81); atorvastatine (atorvastatin); azelastine (azelastine); varenicline tartrate (chantix); chlorthalidone (chlorthalidone); diclofenac (diclofenac); fexofenadine (fexofenadine); fluticasone propionate (fluticasone propionate); ibuprofen (ibu); levothyroxine (levothyroxine); lisinopril (lisinopril); metaxalone (metaxalone); metformin (metformin); methylprednisolone (methylprednisolone); pantoprazole (pantoprazole); and tizanidine (tizanidine) added. Verbatim of event pain in both knees/right and left knee pain/5/10 sore persistent non-radiating pain in both knees/pain has worsened updated. Events of right knee stiffness, insomnia and obstructive sleep apnea syndrome, joint effusion in right knee and tricompartmental degenerative changes bilaterally most pronounced in the patellofemoral and medial tibiofemoral compartments added. Case updated to serious and became medically confirmed. Clinical course updated and text amended accordingly. Follow up information was received on 15-jan-2020 from other health professional. No significant information was received.